Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient experienced elevated lactate dehydrogenase (ldh). Patient is a hemodialysis (hd) patient (receiving dialysis on a thrice weekly schedule; monday-wednesday-friday (mwf)). Patient had no other signs and symptoms for hemolysis. Inr was subtheraputic. Patient had been off coumadin and aspirin (asa) due to recent intracerebral hemorrhage (ich).

Manufacturer narrative:
Section d4, h4: additional information. Manufacturer¿s investigation conclusion: a direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6), and the report of an intracerebral hemorrhage (ich), elevated lactate dehydrogenase (ldh), and the patient receiving hemodialysis could not be conclusively established through this evaluation. Multiple requests for additional information regarding this event were submitted to the account; no response has been received at this time. A review of the submitted log file from (B)(6) 2020, through (B)(6) 2020, found that the pump maintained a speed above the low speed limit. The system appeared to be operating as intended, and there were no notable alarms active in the log file. The patient remains ongoing on (B)(6). No further related events have been reported at this time. The relevant sections of the device history records for (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit shipped on (B)(6) 2015, via customer order (B)(4). The heartmate ii lvas instructions for use (IFU) lists stroke, bleeding (perioperative or late), hemolysis, and renal failure as adverse events that may be associated with the use of heartmate ii lvas. This document provides information regarding the recommended anticoagulation therapy and inr range, as well as considerations for when there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.